Event description:
It was reported that patient presented in clinic with alert for possible high voltage lead issue. The high voltage lead impedance was low and out of range on the svc vector. The svc coil was programmed off and the patient will be monitored.